Manufacturer narrative:
The reported event of set screw anomaly was confirmed. As received, the device was above elective replacement indicator (eri). Analysis revealed the right ventricular set screw was displaced into the right ventricular septum. This prevented the toque driver from contacting the set screw and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
Related manufacturer reference number:2017865-2023-72560. Related manufacturer reference number:2017865-2023-72561. It was reported that patient's right ventricular (rv) and left ventricular (lv) lead exhibited loss of capture. It was noted from fluoroscopy that both leads were dislodged. During lead revision procedure it was found that set screw of patient's implantable cardioverter defibrillator (ICD) was difficult to loosen. Both leads and device were explanted and replaced. Patient death was reported. There is no known allegation from a health care professional that suggests that the death was device related.